Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing the alarm sound and qrs sound function. The results of the analysis indicate the malfunction could not be reproduced. Based on the results of the analysis, the product malfunction was unable to be confirmed; however, as a precautionary measures, the speaker was replaced due to the error message displayed on the screen. The product is back in service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that a speaker malfunction message was issued. It is unknown if the device produced audible sound at the time. It is unknown if the device was in use at time of event, and there was no adverse event reported.